Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. (B)(4). Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. Another attempt was made and, again, the clip was unable to properly load into the jaws of the device. The jaws appeared to be slightly misaligned on the first two attempts which would cause the clips to be unable to properly load into the jaws. On the third attempt, the clip was able to properly load and close. This time, the jaws appeared to be properly aligned. The remaining clips alternated between working and not working properly. The sample was received with 7 clips remaining indicating that 8 clips were fired by the end user. Clips number one, two, four, and six were unable to properly load into the jaws of the device. However, clips number three, five, and seven were all able to properly load and close. The other remarks: sample was disassembled to look at the internal components. Upon disassembly, it was found that the feeder was slightly bent at the proximal end. This could affect how much the jaws are able to open up. Also, the part of the jog that attaches the jog to the feeder was bent. No other defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "unable to load clips" was confirmed based upon the sample received. One device was returned. The device was returned with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Four of the remaining clips were unable to properly load into the jaws of the applier. However, the other three remaining clips were able to properly load and close. The device was found to have a slightly damaged feeder and jog. The damage to these parts could lead to problems with properly loading the clips into the jaws. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The physician reported that the clip would not load into the jaw of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600174 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician reported that the clip would not load into the jaw of the applier. The patient's condition was reported as fine.